Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing and maintenance, the device did not power on. The device had been charged for over 12 hours using a known working power cord that was functional on another device, but no change was observed. The issue was confirmed after swapping components to isolate the problem. There was no patient involved. Medtronic's initial evaluation of the incident device found that immediately after opening the monitor, the smell of burnt electronics was noted, and one of the shields from the monitor's main board had detached and fallen. It was a component, labeled pu8, that had failed and was burnt with visible fluid that had leaked. Notable burn marking was also identified on the shielding that was covering the component.